Event description:
The surgeon did re-insert the lead into the generator and did troubleshooting with the existing lead and generator, but the high impedance was still present. The system was then replaced.

Event description:
The patient had full revision surgery on (B)(6) 2016. The explanting facility does not return product to the manufacturer. Therefore, no analysis could be performed. No further relevant information has been received to date.

Event description:
It was reported that a patient's device had high impedance on (B)(6) 2016, and the patient was referred for revision surgery. The patient recently had a generator replacement surgery on (B)(6) 2015. The impedance values were reported to have ranged between 4800ohms and 10,000ohms. The patient's device was not programmed off. X-rays were not taken, so it could not be determined if the lead pin was fully inserted into the generator. No surgical intervention has occurred to date.